Event description:
Reporter indicated pt went in for a physicial and it was discovered that the pt had a heart murmur. F/u attempts with the treating physician to obtain add'l info have been unsuccessful. Diagnostic testing is within normal limits. The cause for the heart murmur is unknown.